Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of peeling adhesive was confirmed. The device evaluation found the curved rubber bond was cracked; the bending angle was insufficient due to the elongation of the angle wire; the video connector was cracked; the light guide connector was deformed. In addition, the curved rubber, operation part, grip, the angle lever, the right/left lever, the up/down plate, switch1, the video connector, the light guide connector, and the light guide cover glass surface were all scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the adhesive was peeling from the objective lens of the endoeye flex deflectable videoscope. There were no reports of patient harm.